Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 510 mg/dl. Customer experienced symptoms such as fatigue because, of high blood glucose. Customer was feeling ok to trouble shoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that the insulin pump had insulin flow blocked alarm and cannula was bent. Trouble shooting was performed. Customer disconnect the quick release set and insulin was exited. It was also stated that the insulin flow block alarm reoccurred and customer was changed reservoir, tubing and site. But, insulin pump still getting the insulin flow blocked alarm. The insulin pump will not be returned for analysis.